Event description:
The manufacturer received information from a third party service center for service. There was no report of patient harm or injury. The third party observed damage to the active exhalation control module. The active exhalation control module was replaced to address the issue. The active exhalation control module was returned to the manufacturer for further investigation. The device's solenoid valve was found to be broken.